Manufacturer narrative:
Plant investigation: the fill valve, fill valve cable, and control console assembly were returned to the manufacturer for physical evaluation. An exterior inspection of the fill valve revealed thermal damage and cracks on the valve coil¿s plastic casing. The resistance measure across the hot and neutral terminals were found to be shorted. Exterior inspections of the fill valve cable and control console assembly found no damage. A continuity check passed on the cable. The fill indicator did not light up on the control console tester when the rinse fill mode was on. Further testing revealed the fill valve relay failed to function when the returned display board was tested with a display board test fixture. The failure was traced to a defective switch in relay k1. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported complaint was able to be confirmed.

Event description:
A hemodialysis (hd) user facility reported to fresenius that a dry acid mixer (132-gallon unit) was not filling. A fresenius field service technician (fst) was dispatched to the user facility to evaluate the machine. The fst confirmed the mixer was not filling, and stated there was no voltage going to the fill valve. The fst ordered replacement parts to repair the machine. The fst returned to the user facility to complete the repair once the replacement parts arrived. The fst was able to fix the mixer by replacing the control console assembly, the fill valve, and the fill valve wiring harness. Following the repair, the machine passed all functional tests and was confirmed to be operating correctly. There was no patient involvement associated with the reported event. The fill valve, fill valve cable, and control console assembly were returned to the manufacturer for physical evaluation. Upon evaluation of the fill valve, thermal damage was identified on the valve coil¿s plastic casing.